Manufacturer narrative:
The explanted products were not returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and lead system was explanted due to a pocket infection. The patient was to be evaluated at a later date for a new implant procedure. No additional adverse patient effects were reported.